Manufacturer narrative:
The technician found the CPR pivot bracket was bent, preventing the CPR from disengaging completely. He replaced the bracket assembly to repair the bed.

Event description:
Information received indicates the head section is drifting slowly.